Manufacturer narrative:
(B)(4). The device has not been received for evaluation yet. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The customer used the device for the regular surgery (avr) and the filtrate was not observed from the drainage port. They were using the bc standard circuit n from (B)(4) and the fluid was being circulated by a roller pump. The priming was done by blood because the haematocrit level of the patient was low on that day. (It had been 2 hours after priming when the customer started to use the device.) (B)(4).

Manufacturer narrative:
The product was investigated at the laboratory of mcp. During visual inspection a broken fiber was detected. No other abnormalities were detected. The product was forwarded to the supplier for further testing. According to supplier: during visual inspection by naked eye of the product, a marked area on the code side of the product was found. No conspicuousness could be found in this area. A leakage test of the blood side according dd-aa-19-18-020 version (B)(4) was performed and three broken fibers and one partly cracked fiber at the transition between the cylindrical part of the housing and the head region of the housing were found. This is an indicate that the error can be a result from high flow or high pressure during priming or preprocessing. The batch file record of the lot number 6-1202-h-01 was reviewed. There was no nonconformities, nor a typical events, nor failures or reworks documented that could be associated with this complaint. Clinical assessment: the customer claimed that the priming of the complaint device has been conducted with blood. The device however shall not be primed with blood. The corresponding IFU does indicate so as well. The device shall always be primed with priming solution first and then with blood. The malfunction very likely occurs due to this application error. Based on the information above, the complaint cannot be confirmed. The most probable cause is user failure. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated.

Event description:
Ref.: #703006375, cust. Ref.: #: (B)(6).